Event description:
Clinical study. It was reported that 346 days after a carotid artery stenting procedure, restenosis was discovered. The target lesion was located in the proximal right internal carotid artery, with 95% stenosis, was 15mm long with a 6mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation there was 30% residual stenosis. Nih stroke scale performed the next day was 0. The pt was discharged the day after the procedure. At a 12-month f/u visit following an ultrasound, it was noted that the pt had restenosis. The pt was asymptomatic with nih stroke scale of 0. Per the ultrasound a 40% target lesion stenosis was noted. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.